Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that a peritoneal catheter (ID: 823074) implanted in a patient with hydrocephalus approximately 2 years ago had ruptured in the abdomen. Therefore, the catheter was explanted and replaced on (B)(6) 2025. The patient is stable and has not experienced any signs or symptoms due to the device issue.

Manufacturer narrative:
Additional information received: "the catheter fragment remained within the patient's peritoneal cavity." "Another operation was performed. A new catheter was connected to the ruptured catheter using the connector."

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The peritoneal catheter (ID 823074) was returned for evaluation. Failure analysis - the catheter was inspected; it presented one end with a net cut and an end with jagged edges. The complaint was confirmed. Root cause analysis - the root cause for the reported problem could be due to inadequate design choice (material / shape / connection).